Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that patient's blood glucose was tested, on the accu- chek inform system, with a result of 287 mg/dl. Within 10 minutes, patient's blood glucose was reportedly retested, in the facility's laboratory, with a result of 94 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.